Event description:
A hospital in (B)(6) reported the following to (B)(4) involving an rt329 infant continuous flow breathing circuit: "baby's oxygen requirements (in order to maintain adequate oxygen sats level) suddenly rose from 21% to 40%, and humidifier temperature started to fall. It was observed that the clear stopper (designed to occlude a redundant luer fitting on the device's pressure relief manifold) had worked loose, thereby interrupting therapy to the baby".

Event description:
A hospital in (B)(6) reported the following to the (B)(4) involving an rt329 infant continuous flow breathing circuit: "baby's oxygen requirements (in order to maintain adequate oxygen sats level) suddenly rose from 21% to 40%, and humidifier temperature started to fall. It was observed that the clear stopper (designed to occlude a redundant luer fitting on the device's pressure relief manifold) had worked loose, thereby interrupting therapy to the baby."

Manufacturer narrative:
(B)(4). The complaint rt329 infant continuous flow breathing circuit had been destroyed at the hospital facility. Our analysis is accordingly based on the event description, additional information provided by the hospital and our knowledge of the products. A lot check revealed no other complaints of this nature for lot number 111110. The rt329 infant continuous flow breathing circuit kit includes a pressure relief manifold which ensures patient safety by limiting the pressure delivered in an event of an occlusion, as well as allowing connection to a pressure monitoring device or an oxygen analyzer. The manifold is packed with the blue cap in place. The pressure manifold is pressure tested and visually inspected prior to leaving our facility, and those that fail are rejected. This suggests that it is likely that the luer plug fitted on the breathing circuit's pressure relief manifold became loose post production, possibly during transport. Our user instructions that accompany the rt329 infant continuous flow breathing circuit state the following: "check that all connections, caps and/or plugs are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). The rt329 infant continuous flow breathing circuit is not expected to be returned to fph new zealand for investigation as it has been destroyed at the hospital. We are currently in the process of obtaining further information from the hospital in order to assist us with the analysis and identification of a possible root cause of the event as reported. We will provide a follow up report once we receive further information and have completed our analysis.